Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2011 419688 lead, implanted: (B)(6)2006; aexch282840 stent graft implanted: (B)(6) 2010 axf2626w30xh stent graft implanted: (B)(6) 2010 aexch282840; stent graft implanted: (B)(6) 2010; yrbr2414165 stent graft implanted: (B)(6)2000; yrir14115 stent graft implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibted undersensing, however the device was already programmed to vvir. The lead remains in use. No patient complications have been reported as a result of this event.